Manufacturer narrative:
Review of the batch records indicate the product was manufactured to specification. The instructions for use provided with the product state "as with any surgical procedure, infection is a risk." As well as "the following complications are common with the surgical intervention with barrier membranes and therefore may not be totally excluded: soft tissue dehiscence, hematoma, pain, inflammation, increased sensitivity and redness."

Event description:
After undergoing dental implant treatment with bone graft material (straumann boneceramic) and membrane (membragel), clinician states patient presented with discharge of pus around sutures and pain in 2009. Clinician prescribed antibiotics. Upon examination one week later, clinician stated wound breakdown apparent and placed dentomycin. Return visit one week later, clinician states site looks better but residual infection probably still present. Additional antibiotics prescribed. Six days later, clinician stated patient was experiencing tingling and numbness around lower lip. Periapical x-ray taken and clinician cleaned out bone graft material and membrane and applied dentomycin. The following day, patient contacted by clinician and reported she feels much better and pain has resolved.